Event description:
On (B)(6) 2011, the patient the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019, a computed tomography (CT) scan of the abdomen and an injury revealed that the device had a tilt with the top of the device tilted approximately 13 degrees toward left and approximately 16 degrees anteriorly relative to long axis of inferior vena cava (ivc). The apex of the filter was located about 3cm from the right renal vein and abut the ivc wall. 3 of the 6 struts perforated the right wall of the ivc with a greatest distance 5mm. The struts extended into the retroperitoneal fat adjacent to the ivc, but did not extend into the adjacent organ.

Event description:
On (B)(6) 2011, the patient the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019, a computed tomography (CT) scan of the abdomen and an injury revealed that the device had a tilt with the top of the device tilted approximately 13 degrees toward left and approximately 16 degrees anteriorly relative to long axis of inferior vena cava (ivc). The apex of the filter was located about 3cm from the right renal vein and abut the ivc wall. 3 of the 6 struts perforated the right wall of the ivc with a greatest distance 5mm. The struts extended into the retroperitoneal fat adjacent to the ivc, but did not extend into the adjacent organ.